Manufacturer narrative:
Correction: d1: brand name & d4: additional device information provided in the initial report 6000034-2021-02122 was incorrect. These details has been updated with correct details now. This report is submitted on november 17, 2021.

Manufacturer narrative:
This report is submitted on july 15, 2021.

Event description:
Per the clinic, the patient was admitted to hospital (specific date and duration not reported) with a skin infection, inflammation, and breakdown around the implant site, and was treated with intravenous antibiotics on (B)(6) 2021. Clinical management of the patient is ongoing. The implanted device remains.